Event description:
A report was received that the patient had a break out over her incision site located on her neck, the knuckles of her right hand were swollen, and she was in severe pain following a revision (MFR report #: 3006630150-2011-01281). The patient went to the ER where she was given bactarin for a possible infection and zeperol for a possible allergic reaction. The physician confirmed that the patient did not have an infection, but was having an allergic reaction caused by the procedure and not the device. The patient will continue to take benadryl and was reportedly doing well. The physician will take no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4); description: ipg kit (without pull-through tunneler) model # sc-2218-50 serial # (B)(4); description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.